Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the episense device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2019 that a male patient underwent an off pump surgical sub-x ablation procedure. A tee performed prior to the case was negative. The ablation procedure was successfully completed with the patient being cardioverted from atrial fibrillation to normal sinus rhythm. On (B)(6) 2019, the patient was discharged home in normal sinus rhythm. The patient later called the surgeon to state they were experiencing some left sided facial symptoms. It was noted by the physician that the patient did not start his anticoagulation therapy following the surgical procedure. In follow-up visit that afternoon, the patient presented with cerebral clot; was prescribed tissue plasminogen activator (tpa) and referred to another medical facility. The surgeon removed the clot and patient was recanalized the same day. Surgeon anticipates full recovery. There was no reported device malfunction. This was a procedural complication.